Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir had migrated from the abdomen to the groin. The physician removed the reservoir and implanted a new reservoir on the contralateral side. There were no patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month the implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The reported patient perforation symptoms is a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that the inflatable penile prosthesis (ipp) reservoir had migrated from the abdomen to the groin. The physician removed the reservoir and implanted a new reservoir on the contralateral side. There were no additional patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.